Manufacturer narrative:
The device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11671. It was reported an existing pericardial effusion increase occurred. A left atrial appendage (laa) closure procedure was performed. A baseline pericardial effusion was observed. The watchman access system was positioned in the laa and a 30mm watchman laa closure device and delivery system (wds) was advanced. The closure device was deployed, but then fully recaptured and removed as it did not meet release criteria due to size. A 33mm wds was advanced, but resistance was noted, possibly due to the was valve not being completely opened. The wds became accordioned and was therefore removed. A second 33mm wds was then advanced. The closure device was deployed in the laa and released. During the post implant imaging sweep it was noted that the existing pericardial effusion had grown which was not noted during previous sweeps. However, the patient was asymptomatic therefore no intervention was deemed necessary, only monitoring. No further patient complications were reported. The patient was stable.